Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The review showed that the pump was not in use from (B)(4) 2018 until 9:28 am on (B)(4) 2018. The allegation that the total daily dose (B)(6) 2018 was not matching was due the user not powering on the pump until (B)(6) 2018. During investigation, the pump successfully completed a rewind, load, and prime sequence and was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump history recorded accurately. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a cracked battery compartment and dim, discolored display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the basal delivery totals in the total daily dose did not match the active basal program total. There was no indication that the product caused or contributed to an adverse event.  This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.